Event description:
The customer alleged a control test result of 242 mg/dl using his breeze2 meter. The normal control range was 91-125 mg/dl. The customer disposed of his bottle of control solution, so further troubleshooting was not possible. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.